Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the failure of the image sensor unit or defect of the inner board of the video connector. Olympus will continue to monitor field performance for this device.

Event description:
It was further reported that the subject device malfunction was observed during inspection prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The image disappeared and image noise occurred during up direction angle operation due to damage to the imaging unit. Scratches were found through the device, the paint was peeling on the suction cylinder, the illumination lens was cracked, dirt was on the object lens, the image was cloudy, the bending section cover adhesive was missing, the control body was discolored, the bending section cover bond was cracked, the air/water nozzle was clogged and the drain function was degraded. There was a leak at the scope connector, the universal cord was wrinkled and the forceps plug cap was scraped off. The bending angle and the play angle knob was out of specification due to elongation of the angle wire. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus representative reported to olympus on behalf of the customer scope communication errors e237, e117, e216, e238, e315 occurred on the evis lucera elite colonovideoscope. There were no reports of patient or user harm associated with this event. This MDR is being submitted to capture the reportable malfunction of e315 reported by the customer.